Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer (patient¿s mother). It was indicated that ¿its broken down¿ and they were inquiring about ¿parts that don¿t close¿ and if that could leak spinal fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (patient¿s mother). It was reported that there was something that was causing the catheter to leak. She wanted patient to keep the pump because it was helping her but patient wanted to have pump removed. They removed 20 cc that looked like urine and 20 cc that looked like milk and no one knew what it was. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019-02-05. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was at the clinic with a giant hole in the patient's spine that had been leaking spinal fluid for 7 months. It was noted this was the third time the patient's been to the clinic. The patient wanted the medication bumped up because the hcp had previously decreased the medication. There was no out of box failure. It was noted the patient was previously taking 5 mg of oral baclofen, but they stopped.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient's catheter had gotten kinked. They had dye tests and surgeries done where they kept bumping the catheter up, but "nothing was making the catheter looser." The medicine was being received, but the medicine was going straight into the patient's body. The medicine was "floating around in there around the pump," causing the patient to become sore and swollen. The patient was in pain. The pump had not worked since it was initially put in ((B)(6) 2019). They thought the pain was from the patient healing after the surgery, but noted the patient continued to have pain in her legs. The patient had build up in the front of her body. The patient's stomach was swollen with liquid and they noticed this issue (B)(6) 2019. The patient had been in severe pain since around the time they confirmed the catheter was kinked. The patient was hurting on (B)(6) 2019. They took the patient to the emergency room (ER) but the ER had no idea what to do. The ER redirected them to speak to the healthcare provider (hcp). They would be seeing the hcp on (B)(6) 2019. There were no further complications reported at this time.